Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteral balloon dilatation procedure. According to the complainant, during the procedure, the balloon burst at 14 atmospheres resulting in ureteral perforation. The physician placed a ureteral stent. The physician completed the procedure with a different device. The condition of the patient following the procedure was reported as "okay." Attempts have been unsuccessful to obtain additional information.